Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: during investigation, the pump powered on with vibratory and audible features functioning properly. During testing, the ezprime sequence was successfully completed and a 1.0u/hr basal program was executed for 24 hours with no alarms or warnings recorded. A manual normal 10u bolus and 10u audio bolus were performed successfully. Both were accurately recorded in the pump history. The bolus history was found to be recording properly. There were no hypersensitive keys observed on the keypad. The original allegation of a history settings issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings issue. It was reported that the bolus history was missing a bolus document. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.